Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). The customer was unable to provide any additional information. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for sodium (na) and potassium (k) on a cobas pro ise analytical unit. Patient (B)(6) initial na result was 158.3 mmol/l. The repeat was 137.7 mmol/l. Patient (B)(6) initial k result was 5.18 mmol/l. The repeat was 3.95 mmol/l. Patient (B)(6) initial k result was 7.76 mmol/l. The repeat was 4.54 mmol/l. No questionable results were reported outside of the laboratory. The na electrode lot number was j0236 with an expiration date of 27-sep-2021. The k electrode lot number was n2801 with an expiration date of 07-jul-2021.